Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that there was a set screw mark on the terminal pin in the correct location. The lead body was curled and twisted close to the terminal pin; most likely caused during the explant procedure. Inspection of the shocking coils noted that the proximal shocking coil was fractured approximately 40 centimeters from the terminal pin. Resistance testing was completed to further assess the electrical performance and the measurements were confirmed to be out of range. Due to the location and the type of damage exhibited, it was concluded that the fracture of the shocking coil was caused by lead entrapment in the clavicle-first rib region. Laboratory analysis confirmed that the reported clinical observation of high out of range shock impedance measurements. Due to the location and the type of damage exhibited, it was concluded that the fracture of the shocking coil was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
The rv lead is expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) presented with shock impedance measurements above 200 ohms. A revision was performed and the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. The ICD remains implanted and in service with the new lead.